Event description:
It was reported that the remaining battery longevity was lower than expected. Premature battery depletion was suspected. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of reduced longevity was confirmed. The reduced projected longevity of this leadless pacemaker (lp) is entirely consistent with the substantial change in pacing burden between the two follow-up periods (50% pacing vs 100% pacing). The lp is performing as designed and the decrease in longevity is considered to be normal based on the pacing burden. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.